Event description:
Customer reports back to back testing on the same meter, while using the compact plus sys with results of 349mg/dl to 170mg/dl. 381mg/dl to 145mg/dl. 381mg/dl to 178mg/dl. No qcs wer run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.